Event description:
It was reported that while using the ilet, the patient announced larger-than-usual carbohydrates at lunch in response to elevated glucose and later announced less for dinner, after which glucose dropped below target with a documented low of 39 mg/dl for about one hour and a prior high of 191 mg/dl for a few hours. Symptoms included no loss of consciousness, no dizziness, and no other acute complications. Outcomes included self-management with 16 oz soda for the low and no medical intervention or assistance. Investigation included troubleshooting and education on meal announcement practices, including spacing announcements and avoiding using meal announcements as correction. Investigation of this case revealed user-related use of meals as correction and suboptimal meal announcement strategy, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.